Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was screwing in the baseplate and the screw, the baseplate become disengaged and looked as if it sheared off some of the screw. The surgeon was able to remove all parts but had to use a new baseplate and screw. No patient harm.